Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068, implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead developed high thresholds over time and appeared to have signs of clavicle crush. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.